Event description:
It was reported that a user experienced a ¿pairing failed¿ alert while attempting to start a new freestyle libre 3+ sensor on the ilet bionic pancreas, after which the agent instructed the user to restart ilet and rescan, with the sensor entering warm-up thereafter. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on the user's health. User support included remote troubleshooting and user education. Investigation revealed the pairing issue resolved through restart and rescanning, consistent with transient connectivity or setup error. It was concluded that the cause was user setup error or transient communication interference.